Manufacturer narrative:
The reported solero unit has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics' distributor reported an end user experienced an issue with a solero mta generator. When prepping for a mwa procedure, the solero equipment presented error 209 before intervening on the patient, during the functional tests. The end user stated the error 209 then switched to a high reflected power error. The 14cm applicator was switched out for another 14cm applicator and the same error codes were received. The settings on the unit were set to 4 minutes at 60 watts. The patient had been sedated under general anesthesia at the time of the testing of the probes. It was determined to abort the procedure with no treatment provided to the patient. This event meets the criteria a reportable adverse event; patient safety risk due to unnecessary sedation and treatment not provided.

Manufacturer narrative:
The unit was returned for evaluation to angiodynamics' third party service, alpha source. Functional testing of the unit resulted with the unit failing for a high reflective power issue. This error was determined to have been caused by the dc-dc block being misaligned. The dc-dc block was aligned and the unit passed the functional test. Unit meets all acceptance criteria. The reported complaint description of error 209 could not be confirmed during functional testing of the unit. However, the unit failed due to high reflected power being displayed upon start up. The root cause for the high reflective power was determined to be misalignment between the dc-dc block, which was re-seated. This is the first time error 209 and high reflected power errors have been reported. This is the first time the dc-dc block was realigned. The unit was tested with the dc-dc block realigned per svc-006-s06 functional test and electrical safety per svc-027 and met all acceptance criteria. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: "a chilled coolant source, chilled sterile saline, is required to maintain the solero applicators at an appropriate temperature. Use only chilled saline solution for the coolant source. Obtain a minimum of 1000 ml of sterile chilled saline. The saline will heat up as an ablation progresses and may eventually become too hot at which point the system will inhibit operation. Using larger volumes of chilled saline (up to 3000 ml) may increase the amount of time before the cooling reservoir needs to be replaced. Remove the cap on tubing set spike and insert spike, item (1) shown below, in the saline source, being careful not to puncture through the saline source. To insure proper fluid movement, place the saline source higher than the generator, such as on an IV pole."the following statement is listed in section 6 (system notifications/warnings/errors); "6.1.4 coolant warm: the system will display a notification if the applicator temperature sensor detects the coolant to be hotter than 38 °c as shown. The coolant source should be replaced as soon as is convenient to ensure uninterrupted performance. While this notification does not present a risk to the patient or end user, if the temperature rises above 48 °c, the system will abort an ablation that is in progress. This notification may occur during long ablations, or during treatment of patients with multiple lesions.". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).